Manufacturer narrative:
Additional information was received indicating that the trach tube was checked without issue at pre-use check. The patient was also reported to be vent dependent. No patient injury was reported.

Event description:
Information was received that while a smiths medical tracheostomy was in use, the cuff was not inflating. No patient injury resulted. Incident has been reported to be resolved.